Manufacturer narrative:
A ge service representative performed an on site investigation. The power control board and power control cable were replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 9900 system would alarm and would not power up. No pt injury was reported.